Event description:
Failure to sense ECG rhythm in pacing mode with zoll r series defibrillator and one step pads: pt was being transcutaneous paced for complete heart block. On arrival to the intensive care unit, the pt was stable and did not require pacing and the zoll defibrillator pads were removed and replaced with pads in the room. Approximately ten minutes later, the pt went asystolic and transcutaneous pacing was required. The zoll defibrillator was turned on to the pacing mode and the ma's were dialed. No ECG tracing was visible, just a dotted line upstroke and downstroke. The cord on the back (for the integrated 3-lead system) of the defibrillator was checked that it was in place. There was a rhythm on the cardiac monitor in the room, which was abnormal, and the pt was having a bedside echo while attempting transcutaneous pacing. The physician performing the echo instructed to turn the pacemaker up as the heart was not contracting with the zoll electricity (although the pt was twitching externally with each beat). The mas were turned up to 90 and the physician began to see the heart contract per echo. The pt was transferred to a transport cart and plugged the same pads into the zoll on the transport cart. Able to visualize EKG tracing. Machine involved was found to have a defective multifunction cable.